Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. No moisture damage inside pump noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm that they were unable to clear. Customer stated the keypad was unresponsive on the insulin pump. The customer's blood glucose was 225 mg/dl earlier in the morning. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.